Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported two bd cathena safety IV catheter bd multiguard technology 20 ga 1.25 in kinked when used. The following information was provided by the initial reporter, translated from (B)(6): "the walls of the catheter seem to stick together according to one reporter."

Event description:
It was reported two bd cathena safety IV catheter bd multiguard technology 20 ga 1.25 in kinked when used. The following information was provided by the initial reporter, translated from french: "the walls of the catheter seem to stick together according to one reporter."

Manufacturer narrative:
Investigation summary: two representative samples were received by our quality team for evaluation. The samples were subjected to visual inspection to check for hooked / damaged cannula point and catheter tip defect. No hooked / damaged cannula points and catheter tip defects were observed for both samples. The samples were further subjected to cannula and catheter tip penetration and drag test, both samples met the product specification. A device history record review found no non-conformances associated with this issue during production of this batch. As the returned representative samples passed the visual inspection on the catheter tip defect and cannula hooked / damaged point. After the catheter was manually removed from the needle, the catheter wall did not collapse. Both samples also passed the catheter and cannula tip penetration and drag test and flashback test (for occlusion). As no actual samples were received, the root cause cannot be determined. H3 other text : see h10.